Event description:
Hcp reported pump failure and catheter break/tear/hole. The device was explanted and returned to the MFR for analysis. A follow up report will be sent when additional info is received.